Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem turns off by self was reproduced as the "screen will light up then go black and pump does not start up/boot up". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the processor board. The processor board required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off by itself, the screen would light up then go black and pump did not start up/boot up during setup. There was no patient involvement. No additional information is available.